Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade ¿ the broken piece, approximately 0.217" was returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is attributed to mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to the product. No image or procedure video was provided for review. Procedure review confirmed usage of the harmonic ace instrument lot# m90200217 / sequence 0118 on the reported event date of (B)(6) 2021 using system skk0917. A review of the instrument log for the harmonic ace instrument lot# m90200217 / sequence 0118 associated with this event has been performed. Logs confirmed use of the instrument on (B)(6) 2021. The instrument is single use therefore no subsequent use is recorded. The da vinci 8 mm harmonic ace instrument is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. It was alleged that during a da vinci-assisted gastrostomy procedure, the blade of the harmonic ace instrument was damaged. The broken fragment fell inside the patient but was retrieved using the assist port during the same surgical procedure. Although it was retrieved without patient harm, adverse outcome or injury, a fragment falling inside the patient could potentially result in an additional surgical procedure.

Event description:
It was reported that during a da vinci-assisted distal gastrostomy procedure, the blade of the harmonic ace instrument was damaged. The broken fragment fell inside the patient but was retrieved using the assist port during the same surgical procedure. The instrument was replaced to the backup. The user completed the procedure with no further issue. The broken fragment that fell inside the patient was retrieved during the same surgical procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument was in use for approximately 50 minutes before identifying the issue. No known instrument collision during intraoperative use occurred. No post-operative tests (x-ray, ultra sound) were performed and no additional surgical intervention was required.